Manufacturer narrative:
The following information concerning the evaluation of the device by the user facility was documented by a viasys field service rep. In response to a phone conversation with a user facility representative. "Unit only shocks by electrostatic. Bhiomed performed electrical safety, no problem found."

Event description:
The following description of the event was documented by a viasys tech support specialist in response to a phone conversation with a user facility representative. "Customer states that they are always getting shocked when they are using the system. Replaced ever since getting shocked."